Event description:
The complainant reported a patient was presented for escalation of care from the impella cp to the impella 5.5 post cardiotomy cardiogenic shock (pccs). Impella 5.5 was placed without issue. During support, device had multiple days of suction issues, and the patient was given blood and albumin. It was also noted that the patient was converted from atrial fibrillation back to normal sinus rhythm. Additional information noted that the device was explanted, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.